Manufacturer narrative:
During the eval of the device at the third party service center, the device's system to interface board cable and inverter board were replaced due to physical damage. The device's system board was replaced due to unusual operation. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
The ventilator was evaluated by a third party service center. There was no harm or injury reported.